Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a clip was jammed in the jaws. The surgeon said that there was no torquing of the device during use. All known information was reported. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Clip jammed, jaw misaligned. The analysis results of the er320 device found that it was received with jaws misaligned and with a malformed clip jammed in jaws. In an attempt to replicate the reported incident, the clip was removed and the device was tested for functionality. Upon testing, the device was cycled and fed and formed 15 conforming clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.